Event description:
It was reported that, "the insert would not seat on the baseplate. Soft tissues were cleared. The insert was impacted multiple times and still would not seat laterally. A second insert was opened and implanted. It seated on the baseplate."